Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the ¿acute¿ ar and subsequent "acute¿ mr post bav cannot be confirmed. Procedural factors (bav of the native aortic valve) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, post balloon aortic valvuloplasty (bav), chordae tendinae rupture was suspected and the guidewire was pulled out of the left ventricle (lv). A detailed examination revealed that no chordae tendinae rupture had occurred. However, the non-coronary cusp (ncc) remained open post bav, causing ¿acute¿ aortic regurgitation (ar), resulting in increased lv pressure and then acute mitral regurgitation (mr). Due to the acute mr, pulmonary alveolar hemorrhage developed. Percutaneous cardiopulmonary support (pcps) was initiated. A 23mm sapien 3 valve was then uneventfully deployed under pcps. The pulmonary alveolar hemorrhage improved by the end of the procedure and the pcps flow was reduced from 2l/m to 1 l/m. The patient was transferred to the ICU with pcps. The patient was weaned from pcps the day of the tavr procedure. No additional complications were reported. At the time of this report, the patient was in stable condition. Information concerning the native annular diameter was not provided. Severe calcification on the ncc and mild-moderate calcification on the lcc and rcc was reported.